Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Console logs were consistent with what was reported in the complaint. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken root cause: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. Phr summary :there were issues related to the complaint discovered when reviewing the product history of console.

Event description:
The complainant reported their automated impella controller¿s (aic) purge disc was not recognized during setup. A new purge cassette was also not recognized. A new aic was used.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.